Manufacturer narrative:
The patient weight was not provided. Device unique identifier (UDI) ¿ device was manufactured prior to the UDI labeling implementation. Approximate age of device - 3 years. The replaced portion of the repaired driveline was returned for analysis. The evaluation is not complete. The patient remains on going with the implanted device. A supplemental report will be submitted when the manufacturer''s investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device on (B)(6) 2014. It was reported that the pump stoppages occurred. A log file analysis by the manufacturer¿s technical service representative confirmed the speed drop falling below the low speed limit and pump stoppage on (B)(6) 2017. X-ray revealed what appeared to be twisting of the driveline external to the patient. On (B)(6) 2017 the technical service team members performed a distal end percutaneous lead (driveline) replacement by replacing the full length of the driveline. The lvad system was connected to a grounded power module patient cable for observation. The patient was asymptomatic. No additional information was provided.

Manufacturer narrative:
The pump remains in use supporting the patient. Approximately 16.5 inches of the external portion/distal end of the driveline was returned for evaluation. Rescue tape was present throughout the length of the driveline and damage to the outer jacket was identified underneath the tape. Electrical continuity testing of the returned portion of the driveline did not reveal any discontinuities or shorts prior to removing the bionate layer. Damage to the bionate layer was identified between approximately 6 to 11 inches from the metal connector. Minor breakdown of the metal shielding was identified throughout the length of the driveline. The wires had distortion between approximately 6 to 11 inches from the metal connector. Visual inspection identified a breach in the insulation at approximately 7 inches from the metal connector on the black wire. The damage appeared to be consistent with fatigue damage due to repetitive flexing on the wire at this location. As a result of the damage to the insulation, the underlying black wire conductor was exposed. The reported red heart alarms would have occurred as a result of the exposed conductors of one wire contacting the braided shielding when the device was supported by the power module. Review of the submitted log files confirmed the reported low speed operation and pump stops events. Review of submitted x-rays identified twisting of the external driveline. A review of the device history records revealed the device met applicable specifications. No further information was provided. The manufacturer is closing the file on this event.